Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low and high blood glucose level. Customer's low blood glucose value was 2.8 mmol/l and high blood glucose was 16.4 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer did not allege insulin pump was under delivering. The customer treated high blood glucose with manual injection and low blood glucose with glucose. The customer stated that auto mode feature was active. The insulin pump will not be returned for analysis.

Event description:
It was reported that customer experienced low and high blood glucose level. Customer's low blood glucose value was 2.8 mmol/l and high blood glucose was 16.4 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer did not allege insulin pump was under delivering. The customer treated high blood glucose with manual injection and low blood glucose with glucose. Customer was not using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.